Manufacturer narrative:
Visual examination of the returned incident device found no visible defects. Functional testing of the returned syringe assembly and extension tube was performed per specification, and it was noted the needle of the gauge did not move; no other issues were found. Based on investigation results, gauge reading inaccurately, this is now a reportable event. Based on the condition of the returned incident device, the event description that the device leaked was not confirmed however it is possible the device leaked during the procedure. The most probable root cause for the event of device leaked is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device. It is likely the gauge defect noted during the investigation was caused by shipment of the device from the account to the investigation site, as a gauge issue was not originally reported.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation syringe was used during a balloon placement procedure (procedure date and patient age, gender, and weight are unknown). According to the complainant, during the procedure, a leak was noted at the connection of the syringe to the extension tube. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. No additional damage was reported by the complainant, but on (B)(6), 2010 the evaluation revealed the pressure gauge was reading inaccurately.